Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating excessive air bubbles in reservoir. Customer states that issue occurred for three years. Customer's blood glucose was unknown. During troubleshooting, customer was instructed to deliver a 5 unit fixed prime until air bubbles were no longer visible. After troubleshooting, customer was advised to monitor reservoir.